Manufacturer narrative:
The device in question has been returned to orthalign for investigation. The investigation was completed by an orthalign engineer. The complaint is confirmed based on visual verification of physical damage and discoloration to the hole of the microblock. The root cause was determined to be the threaded pin not remaining in a straight line during the duration of use causing galling between the metals. This report is being filed out of an abundance of caution and with an understanding of patient harm that could occur if a pin were to become stuck. Orthalign will continue to monitor the complaint data and take action if necessary. No further action is required at this time.

Event description:
The surgeon reported that the treaded pin interfered with the pin hole of the micrblock and jammed in the pin hole due to pin eccentricity during drilling.

Event description:
The threaded pin jammed in the pin hole of the microblock. This caused metallosis.

Manufacturer narrative:
At this time, the device is expected to be returned to orthalign for investigation, but has not been recieved. If the device is recieved, an investigation will be performed to confirm the problem and determine the root cause, and a follow-up report will be filed detailing the conclusions. This report is being filed out of an abundance of caution and with an understanding of the patient harm caused by this issue.